Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that they encountered delivery issues, difficulty inserting the introducer and bleeding during impella cp insertion. The patient had severe calcification of iliac arteries with history of prior stenting. The right groin was attempted first with a long impella peel away sheath with long tapered dilator attempted, but it was too tight to pass through into aorta from iliac. The physician then attempted a 16 french dryseal sheath because it had more backbone. However, that was unsuccessful as well. As a result, inserting the pump through right groin was aborted and thr left groin was then accessed. Again, the 14 french long impella sheath would not pass into aorta from illiac. So, a 16 french dryseal was again attempted on the left side, unsuccessfully. However, a balloon angioplasty just past tip of dryseal sheath was successful in allowing the sheath to fully advance. Impella was then placed successfully through this. Additionally, during the procedure the 16 french dryseal sheath was mildly bleeding and pressure was held throughout the case. The physician also ordered two units of packed red blood cells in case hemoglobin levels were to drop. No labs were drawn to show a drop in hemoglobin. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The product was not returned for investigation. The patient was reported to have severe calcification of the iliac arteries. The 14fr x 25cm introducer was unable to pass through the iliac artery. The doctor also tried a different 16 fr dryseal sheath and encountered the same issue. Balloon angioplasty was successful in placing the dryseal sheath and pump. Mild bleeding was noted from the dryseal sheath. The cause of the difficult/unable to insert introducer issue was most likely related to the patient's calcified vessel condition. The cause of the hemorrhage/bleeding was not determined due to insufficient clinical details.